Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. The customer successfully loaded a new cartridge onto the pump and no additional cartridge alarms were received. There was no known impact to the customer's blood glucose (bg) level.